Event description:
It was reported that stent damage occurred. Vascular access obtained via the left side. The 87% stenosed, 9mm in length, eccentric, de novo target lesion contained a bend of >45 and <90 degrees, and was located in the moderately tortuous, moderately calcified and 2.75mm in diameter left circumflex artery. Following pre-dilatation with a 2.75x15mm emerge balloon catheter, residual stenosis was 47%. A 12 x 2.75 rebel stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal part of the stent was deformed. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. Vascular access obtained via the left side. The 87% stenosed, 9mm in length, eccentric, de novo target lesion contained a bend of greater than 45 and less than 90 degrees, and was located in the moderately tortuous, moderately calcified and 2.75mm in diameter left circumflex artery. Following pre-dilatation with a 2.75x15mm emerge balloon catheter, residual stenosis was 47%. A 12 x 2.75 rebel stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal part of the stent was deformed. The procedure was completed with a different device. No patient complications were reported. Returned product consisted of a rebel bms catheter. The balloon was loosely folded with the stent secured between the markerbands. The outer shaft, inner shaft, balloon, stent and tip were microscopically examined. There are numerous hypotube and shaft kinks. The tip is damaged. Microscopic inspection of the stent revealed no damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty. The investigation conclusion is adverse event related to procedure.